Event description:
During a dilatation procedure, the catheter could not be removed through a 6 french sheath. The catheter and sheath were removed as a single unit and replaced with competitor's products to complete the procedure with no pt injury or further complications reported.